Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are: (B)(6). Patient weight not provided this report is for (1) unknown proximal 5.0mm locking bolt/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. A revision surgery based off of: the complainant indicated that the device broke post-operative and after the revision was completed there was still a fragment retained in the patient. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a tibia fracture and was implanted with a cannulated tibial nail, two 5.0mm locking bolt, accompanied with a large fragment l-plate and two 6.5mm cancellous screws on an unknown date. Patient developed a malunion and one of the 5.0mm locking bolts was reported as broken. It is unknown as to when the broken locking bolt was discovered. Patient underwent an osteotomy correction with osteotome on (B)(6) 2016. All hardware was removed except for the proximal 5.0mm locking bolt. The medial segment of the proximal 5.0mm locking bolt remained in the patient. The large fragment l-plate and 6.5mm cancellous screws were removed with a large fragment screwdriver. The proximal and distal 5.0mm locking bolts were removed from the cannulated tibial nail using a screw removal set. The cannulated tibial nail was removed with shukla xtract-all knee system. The primary fixation of the revision surgery included insertion of a small fragment plate and four screws. The secondary fixation of the revision surgery included insertion of an ex tibial nail and three proximal screws. There was no delay in surgery and no additional medical intervention. Planned x-rays were taken on (B)(6) 2016 to remove a portion of the broken proximal 5.0mm locking bolt. The revision surgery was completed successfully. (B)(4). This report is 1 of 1.